Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the female connector of a minicap transfer set; further described as ¿the solution flows out of the end of the transfer set.¿ the transfer set leaked with a minicap attached. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D1: brand name: was updated from ni to minicap transfer set. D4: catalogue #: was updated from asku to r5c4482e. G4: PMA/510k # or bla #: was updated from ni to na. H10: the sample was received for evaluation. A visual inspection with the naked eye noted broken occluder legs beneath the twist clamp. The occluder feet, contained in the main body and covered by the sleeve, clamp the tubing closed when the twist clamp is locked in the closed position. Broken occluder feet would result in fluid flowing through the set with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined; however, if the set was exposed to chemical agents such as hydrogen peroxide, alcohol, or bleach, as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.